Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, an unspecified number of tubes overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did not receive any samples or photos for investigation. Therefore 100 retained samples were inspected, and no issues were identified. Additionally, 10 retained samples underwent visual inspection, with no visible defects observed. Functional tests were also performed on these 10 retained samples, and all were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.